Event description:
It was reported that during a gastric bypass procedure, several clips didn´t close properly. A second device was opened and the problem re-occurred. A third device from a different lot number was opened and that device functioned properly. There were no consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the er420 device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications; however, the clips were noted to feed slower than expected. A possible cause for slow feeding issues is the silicon that is applied during the manufacturing process being viscous. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).